Event description:
Rti surgical, inc d.b.a evergen received a complaint on 11/24/2025. It was reported that a patient underwent a surgical procedure for chiari malformation on (B)(6) 2025 with implantation of a duraflex suturable dural graft. One month post operatively, the patient was experiencing what seemed to be a dural leak. The surgeon thought it might resolve on its own. When the patient returned for the revision surgery on (B)(6) 2025 due to a moderate dural leak, there was a leak in the center of the graft, which appeared to have a hole in the middle. Additional information has been requested.

Manufacturer narrative:
Evergen's investigation is in process. Additional information has been requested from the complaint reported. A follow up medwatch will be submitted once results are available.

Manufacturer narrative:
Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Many things can contribute to the graft rupturing including but not limited to: (1) mechanical stress after implantation. Increases in the csf pressure associated with a valsalva maneuver such as coughing, straining, vomiting, etc.; (2) intra-operative handling such as overstretching the graft during placement or micro trauma caused by instrumentation; (3) excessive tension caused by the graft being too small or excessive suture tightening; and (4) patient factors such as obesity, chronic cough, strenuous activity, or poor wound healing (diabetes, smoking, corticosteroids, etc.). Tutogen conducted a batch documentation review for serial ID (B)(6) manufactured from lot nza23310181. No departures from standard operating procedures was noted during the re-review for lot nza23310181. Batch documentation review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. Tutogen has manufactured and distributed 8 duraflex xenografts from lot nza23310181 without related complaints.

Event description:
Additional information was provided that indicated the patient developed a moderate csf leak. The duraflex graft remains implanted. The graft was repaired during the revision procedure, and another graft was also implanted. Despite several follow-up attempts, no further information was provided.